Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had switched over to reading the arterial pressure (ap) from the transducer without issue. There was no down time to therapy. We advised the customer to leave the fiber optic connector unplugged to avoid further messages and alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned attached approximately 23.8cm from the iab tip. A kink was observed on the catheter tubing approximately 40.8cm from the iab tip. The inner lumen was observed to be kink approximately 3.8cm from the iab tip. An optical fiber break was observed approximately 5.3cm from the iab tip. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that less than 24 hours into intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had switched over to reading the arterial pressure (ap) from the transducer without issue. There was no down time to therapy. We advised the customer to leave the fiber optic connector unplugged to avoid further messages and alarms. There was no patient harm or adverse event reported.